Manufacturer narrative:
Correction: the reported torn leaflet was confirmed. Leaflets 1 and 3 had been previously excised, with leaflet 1 returned separately. Leaflet 2 was not returned. Leaflet 2 contained tears at each stent post, with the tear at stent post 2 continuing into leaflet 1. The sewing cuff was nearly completely removed, exposing the metal stent underneath. X-ray examination found the stent base was fractured between stent posts 1 and 3, stent post 1 was bent inwards and stent post 2 was bent outwards. Pannus ingrowth was noted at stent post 3 at the outflow of excised leaflet 3; however, it is unknown if this was attached to the leaflet. No inflammation or significant calcifications were found. The device history record was reviewed to ensure each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies, including stent deformation, during functional inspection. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site and the cause of the leaflet tear could not be conclusively determined. While it could not be definitively determined that the pannus formation attached itself to the leaflet tissue itself, it indicates a host to device interaction and along with the complete removal of the sewing cuff and the selected valve (19 mm) being larger than the replacement valve (16 mm), is possible evidence of oversizing. This had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability. Due to the extent of the stent damage, and the correlation to sewing cuff damage, it is unknown how much, if any, of the stent damage was present prior to explant or if it contributed to the leaflet tear and resulting regurgitation.

Manufacturer narrative:
The reported torn leaflet was confirmed. Leaflets 1 and 3 had been previously excised, with leaflet 1 returned separately. Leaflet 2 was not returned. Leaflets 2 and 3 contained a continuous tear over their shared stent post. The sewing cuff was nearly completely removed, exposing the metal stent underneath. X-ray examination found the stent base was fractured between stent posts 1 and 3, stent post 1 was bent inwards and stent post 2 was bent outwards. Pannus ingrowth was noted at stent post 3 at the outflow of excised leaflet 3; however, it is unknown if this was attached to the leaflet. No inflammation or significant calcifications were found. The device history record was reviewed to ensure each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies, including stent deformation, during functional inspection. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site and the cause of the leaflet tear could not be conclusively determined. While it could not be definitively determined that the pannus formation attached itself to the leaflet tissue, it is possible evidence, along with the selected valve size (19 mm) larger than the replacement valve (16 mm), of oversizing. This had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability. Due to the extent of the stent damage, and the correlation to sewing cuff damage, it is unknown how much, if any, of the stent damage was present prior to explant or if it contributed to the leaflet tear and resulting regurgitation.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2015, a 19mm trifecta valve was implanted. Patient present with aortic regurgitation. An echocardiogram was performed and confirmed a tear on the stent post separated the right coronary cusp (rcc) and left coronary cusp (lcc) and as a result, the stent post became exposed. Also, another tear on the stent post between the non-coronary cusp (ncc) and rcc was reported. On (B)(6) 2020, the valve was explanted and replaced with a 16mm ats open pivot bileaflet heart valve by medtronic. The patient did not have any comorbidities as a risk factor for structural valve deterioration (svd). The patient was reported to be stable condition.